Event description:
It was reported that the pt underwent an anterior pelvic floor repair procedure in 2006. Postoperatively, the pt returned to the physician complaining of vaginal odor. The doctor examined the pt and noted an infected hematoma and an exposure on the distal portion of the anterior mesh. The pt was placed on antibiotics. The pt was brought back to the operating room the following month and the mesh was removed.

Manufacturer narrative:
The pt had an infected hematoma which would be the cause of the vaginal skin breakdown and mesh exposure. An infected hematoma can occur following any type of surgery in which hemostasis is not fully achieved. Barring the hematoma, most likely the exposure would not have occurred. Therefore, this is technique rather than device related.